Event description:
A report was received that the patient had an infection at the pocket site. The patient's symptoms included drainage, pus and the pocket site had ballooned out. The physician explanted the patient's ipg and prescribed oral and IV antibiotics.

Event description:
A report was received that the patient had an infection at the pocket site. The patient's symptoms included drainage, pus and the pocket site had ballooned out. The physician explanted the patient's ipg and prescribed oral and IV antibiotics.

Manufacturer narrative:
The returned product investigation indicated that the ipg passed performance tests and visual inspection. No complaints about the functionality of the ipg was noted. A review of the manufacturing documentation of the explanted ipg revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.